Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4): analysis of the mainframe found the device with outdated software. The complaint could not be confirmed. The device was repaired, tested, and passed manufacturing specifications. Analysis of the interface found the device with a loose cable clip. The complaint could not be confirmed. The wave washer was replaced. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that when the facial nerve was stimulated during the procedure, there was no response by alarm or tracing from the mainframe and interface. There no known patient impact reported.